Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2012.

Event description:
It was reported that the patient felt a racing heart rate and experienced inappropriate therapy. A transmission observed the right ventricular (rv) lead with double-counting, high threshold, and small r-wave measurement. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.